Event description:
It was reported that, "the button for forward and reverse fell off. Had to use non ratcheting driver to finish case."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.